Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became non-functional after the patient was in a car accident. It was also reported the charger and programmer can no longer communicate with the ipg. The patient will undergo surgical intervention to address the issue.